Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted technical support (ts) to report an m65 scale reading error that had occurred. The ts representative checked the patient¿s load cell and confirmed it was reading within range. During the call, the patient also reported that they may have overfilled because their solution bags were empty at the end of their treatment. The patient stated that this was unusual. The patient¿s treatment data was reviewed and the iipv was confirmed. The patient¿s largest drain volume of 3730 ml is 219% of the patient¿s largest fill volume during the treatment, 1707 ml. The largest drain volume occurred during the patient¿s third exchange, and the patient was able to complete treatment. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was then advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was confirmed that the pdrn was informed of the iipv event during follow up. The pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. It was also confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient has received their new cycler and is continuing pd therapy on the replacement with no further issues. The pdrn also confirmed that the patient had not missed any treatments. The patient was able to perform manual pd therapy until the replacement cycler arrived. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 1700 ml, with a last fill of 100 ml and no daytime exchanges. The cycler was reportedly returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without failures. The weighed fill volumes were found to be within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, a valve actuation test, and a go/no go gauge check. Load cell verification testing was performed and found to be within tolerance. No discrepancies were encountered during internal visual inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.